Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in high ventricular rate episodes and pacing inhibition. On (B)(6) 2023, the physician elected to cap and replace the rv lead; insulation breach was noted on the rv lead during the procedure. The patient was discharged following the procedure.